Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported they upgraded the software and re-homed the imaging system. When they tried to dock the imaging system, the image acquisition system (ias), would not go down and dock. The representative removed the x-stage cover and readjusted the cover. After reinstalling the cover the system was able to dock properly. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that the imaging system would not dock. This issue occurred outside of procedure. There was no patient present when this issue was identified.